Manufacturer narrative:
Root cause. Use error: per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Use error: per tandem¿s user guide: the pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 260 mg/dl. During a systems check with tandem technical support (cts) it was discovered that cold insulin was being used within the cartridge and the air flow removal step was not being completed correctly. Cts educated customer on insulin/cartridge labeling and the user guide for removing excess air from the cartridge. Reportedly, customer was able to change supplies and resume insulin delivery.